Event description:
Info received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The technician cleaned the head solenoid and replaced the head hi/low cylinder to repair the bed.